Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced a stroke and was hospitalized shortly after implant procedure. The device had not been activated and the physician did not believe the stroke was related to the device. There have been no reports of further complications regarding this event.